Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent a hardware removal for an unknown reason. Initially, the patient was implanted using with an expert antegrade femoral nail (afn) (B)(6) system on (B)(6) 2018. During removal surgery, an extraction screw could not be attached to an expert a2 fn nail were both in question. Thus, an extraction screw was changed to another one, however, the same problem occurred. So, the surgeon inserted an unknown reaming rod and an unknown k-wire into the nail and tried to remove the nail, but the surgeon was not able to do this. All implants except for the nail were removed and the surgeon decided to leave the nail in the patient's body. As per surgeon, there was a slightly unusual sound when he removed an end cap from the nail, so, the end cap might have put have some damage on the nail. The surgery was completed with a surgical delay of more than thirty (30) minutes. Patient status is unknown. For now, there was no plan to remove the nail. Concomitant devices reported: unknown proximal locking screws (part# unknown, lot# unknown, quantity unknown), unknown distal locking screws (part# unknown, lot# unknown, quantity unknown), unknown reaming rod (part# unknown, lot# unknown, quantity 1) and unknown k-wire (part# unknown, lot# unknown, quantity 1) this report is for one (1) extracts crf/a2fn this is report 2 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The complained extraction screw shows that there are mechanical damages on the entire part's surface. In particularly the connecting thread is badly damaged. The coated thread is plastically deformed and the coating is partially removed from the thread the relevant feature is deformed in a manner which prevents accurate measurement of the feature. Our investigation has shown that the complaint condition is confirmed. Because of the damage, it is not possible to measure the relevant dimension. This damage is clearly caused post manufacturing. As a result of the damaged connecting thread, it was no longer possible to connect the extraction screw with the counterpart as foreseen. Finally, we conclude that the cause of failure is not due to any manufacturing non-conformances. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device history lot: part: 03.010.373. Lot: 8290600. Manufacturing site: hägendorf. Release to warehouse date: 20.march 2013. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.